Manufacturer narrative:
(B)(6). The femtosecond laser system was examined and tested at the customer location by a field service specialist (fss). Fss was able to confirm the issue and repairs were completed. The system met johnson & johnson surgical vision specifications. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a vertical gas breakthrough was noted in both eyes for 1 patient. Vgb occurred for both eyes on 1 patient almost immediately after initiating the treatment. The surgeon continued with both flaps and tried to lift but was unable to enter the flap bed. Patient was sent home and no further information given by consultant at this time. No other patients experienced any issues. Surgeon does not want to provide further info regarding patient or alternative treatment.